Manufacturer narrative:
(B)(4).

Event description:
It was reported the array did not extend smoothly. A 3.5/15/15 leveen¿ standard was selected for use in a radiofrequency ablation procedure of the liver. When the physician tested the device outside the patient, it was noted that the array did not extend smoothly. The physician opted to use another device to complete the procedure. No patient complications were reported. The patient was stable.

Manufacturer narrative:
Device evaluated by MFR: an examination of the electrode found the array to be fully retracted. No visible damages were found to cannula or handle. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the array did not extend smoothly. A 3.5/15/15 leveen standard was selected for use in a radiofrequency ablation procedure of the liver. When the physician tested the device outside the patient, it was noted that the array did not extend smoothly. The physician opted to use another device to complete the procedure. No patient complications were reported. The patient was stable.